Event description:
It was reported the patient turned down stimulation when they sleep, because it bothered them. It was noted the patient tried new batteries in the patient programmer and reported, ¿it¿s not doing anything.¿ it was reported the patient saw the ¿call your doctor¿ icon with end of service (eos). It was noted the patient ¿just had battery replaced.¿

Manufacturer narrative:
(B)(4).